Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 19 aug 2019: product lot / batch number added.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. An gastro-intestinal ulcer is a known complication of a peg / j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a routine follow up, the patient was reported to have low iron levels and was tired. On an unknown date, the patient underwent a gastroscopy which revealed a small ulcer near the internal bumper. The patient was treated with pantoprazole for ulcer management and was given an iron infusion.